Manufacturer narrative:
Sc-2218-50, sn (B)(4): device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 1 and 5. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50, sn (B)(4): device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. X-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. Electrical tests could not be performed due to broken cables. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads were producing high impedances. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well following the procedure.

Event description:
A report was received that the patient's leads were producing high impedances. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well following the procedure.